Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during deployment of the 23 mm valve, the valve was not fixated resulting in the valve appearing unstable. After the third recapture, the 23 mm valve was withdrawn from the patient and the 26 mm valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: na explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure (tavr), valve size selection was influenced by the patient¿s annulus perimeter, and an evolutfx 23 millimeter (mm) valve was initially deployed due to the patient¿s small left ventricular outflow tract (lvot) and low level of calcification. However, during deployment, the valve was unstable and dislodged, requiring three recaptures. As aortic regurgitation (ar) gradually increased, an upsized evolutfx 26 mm valve was successfully deployed on the first attempt and used to complete the procedure.